Manufacturer narrative:
(B)(4) engineering reviewed the log files and confirmed the bd error was appropriate. The battery was depleting faster than expected. All charge times were normal and battery current measurements have been stable and normal. The device was malfunctioning and replacement was recommended. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. This information was provided to the field representative for discussion with the physician. As of today, the device remains in service. This report will be updated when additional information is received. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, external visual inspection identified no anomalies. The device case was removed to assess the internal battery component. No irregularities were identified and there were no signs of external shorting of the battery cell. The cells were then separated and the voltage was measured. The cause of the premature battery depletion condition was isolated to a soft short condition within the battery component. A soft short condition may be induced within the battery cell due to the presence of foreign material. Of note, this model device is no longer manufactured.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after hearing beeping tones from the device. Interrogation revealed a red warning screen and a bd error. Technical services requested that device data be submitted for engineering review, to determine if the battery depletion error was accurate. No adverse patient effects were reported. Boston scientific received additional information. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); engineering reviewed the logfiles and confirmed the bd error was appropriate. The battery was depleting faster than expected. All charge times were normal and battery current measurements have been stable and normal. The device was malfunctioning and replacement was recommended. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. This information was provided to the field representative for discussion with the physician. As of today, the device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after hearing beeping tones from the device. Interrogation revealed a red warning screen and a bd error. Technical services requested that device data be submitted for engineering review, to determine if the battery depletion error was accurate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) engineering reviewed the log files and confirmed the bd error was appropriate. The battery was depleting faster than expected. All charge times were normal and battery current measurements have been stable and normal. The device was malfunctioning and replacement was recommended. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. This information was provided to the field representative for discussion with the physician. As of today, the device remains in service. This report will be updated when additional information is received. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after hearing beeping tones from the device. Interrogation revealed a red warning screen and a bd error. Technical services requested that device data be submitted for engineering review, to determine if the battery depletion error was accurate. No adverse patient effects were reported. Boston scientific received additional information. This device was explanted and replaced. No additional adverse patient effects were reported.